Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5023m implantable pacing lead: (B)(6) 1999. (B)(4).

Event description:
It was reported that during a routine device replacement, it was noted that the right atrial (ra) lead impedance was low. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.